Event description:
Complainant alleged taht while attempting to defibrillate a patient (age & gender unk) the device displayed a "defib fault 72" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. Complainant indicated that subequent biomed testing was unable to duplicate the malfunction.

Manufacturer narrative:
The malfunction was duplicated and attributed to a faulty transistor on the hv module.